Event description:
It was reported that during the initial implant procedure, the stylet was unable to advance within the left ventricle (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to advance guidewire within the lead was not confirmed. As received, a complete lead was returned in one piece with a guidewire inserted inside the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage. A guidewire was able to be inserted through the entire lead body and removed with no restriction.